Manufacturer narrative:
The device has been returned to caire for an evalutation. If any additional information is discovered, a follow-up report will be submitted.

Event description:
The device was received by the distributor, (B)(4), with a reported problem of "plastic odor" smell. During the repair, the technician did find the smell of plastic and replaced the atf assembly and compressor. After repairs, the device was run for 3 hours and the problem could no longer be replicated. The device was shipped back to the customer on (B)(6) 2021, and it was received by the customer on (B)(6) 2021. On (B)(6) 2021, (B)(4) issued a call-tag for the device because the customer was still experiencing a smell. (B)(4) spoke with the customer's daughter on (B)(6) 2021 inquiring about the use of the machince to include environmental conditions, times of day, place of use, frequency, tubing used, and how the device was powered during use. The patient's daughter stated they attempted to use it indoors, but the smell was so bad that it prohibited them from doing so. The patient's daughter stated at this time that she thought the smell could be the battery, and she was concerned about her mom inhaling the odors. On (B)(6) 2021, (B)(4) followed up with the patient's daughter to verify she received ths shipping label, and to see if they could get her to ship the device that day and discontinue use of the device. The patient's daughter did not recall speaking with (B)(4) the day before, and stated she has not looked for the shipping label, but expressed concern again over the smell coming from the battery. The patient's daughter also stated at this time that her mom had been to the doctor, and the doctor stated that her mom had scarring in her lungs. The patient's daughter told (B)(4) that she felt the scarring in her mom's lungs was caused by the odor from the battery.

Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. The device was returned to caire for an evaluation. The unit received was evaluated for an abnormal odor or smell, potentially from the battery, per the original complaint. The unit did not show any signs of damage, including melting, burning, or smoke, aside from normal wear and tear such as scratches on the exterior. When plugged in and running on external and battery power, the unit did not emit any abnormal odors or smoke. Additionally, the unit passed final test criteria. The unit was then disassembled, and each component examined for damage. There were no signs of damage, including burns or melted parts. Additionally, all electrical contacts were in good, working order.